Event description:
As reported, there was a clot found in the unknown transradial rain sheath introducer. Typically, a saline heparin flush of 2000 units in 1l normal saline is used and the user would flush every 5 minutes when not in use. There were no additional reports of patient injury. The customer has not noticed any instances of this occurrence with the non-cordis substitute. They were using a non-cordis sheath before switching to the avanti with no issues prior. Additional information was requested but was not available. The device will not be returned for evaluation.

Manufacturer narrative:
The event date, catalog and lot numbers have not been provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, there was a clot found in the unknown trans radial rain sheath introducer. This is not an issue with a defect of the product. This is likely due to operating issues with heparin or flushing of the sheath. Typically, a saline heparin flush of 2000 units in 1l normal saline is used and the user would flush every 5 minutes when not in use. There were no additional reports of patient injury. The customer has not noticed any instances of this occurrence with the non-cordis substitute. They were using a non-cordis sheath before switching to the avanti with no issues prior. Additional information was requested but was not available. The device will not be returned for evaluation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " thrombosis in device" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Patient specific factors, such as the patient¿s coagulation status or medications, may have contributed to the clot formation. Possible complications include, but are not limited to: abrupt vessel closure, additional intervention, allergic reaction (device, contrast medium and medications), air embolism, infection, intimal tear, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, ischemia, perforation of vessel wall, thrombus formation, peripheral nerve injury, pain, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion). Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.